Event description:
Ous MDR - after an implantation time of about 12 days, sensing loss and an increase in the pacing threshold due to micro dislodgement were reported. No deterioration in the pt's state of health was reported. The lead was explanted and a new one implanted.

Manufacturer narrative:
Ous MDR.